Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the vps (multiparameter) module.

Event description:
Customer reported an issue with the v series monitor, which may have affected ECG monitoring. No pt injury was reported.